Event description:
Clinical trial investigation number: (B)(6) revision of delta xtend shoulder due to dislocation. Product numbers 1 and 2 revised only.

Manufacturer narrative:
The DHR analysis of the batches indicated shows an initial conformance of these products with regards to their specification. For these batches, there was no deviation or failure investigation report. No further analysis was possible because no product was received. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).